Manufacturer narrative:
Check of DHR: the check of the manufacturing chart of the l1 liner involved did not show any anomaly on a total of 68 components placed on the market with the same lot #0403883. More important, no other complaints reported on a total of 68 out of 68 liners l1 already implanted with the same lot#. Explants analysis: no explants available for further analysis. Pictures of the explant shows visible wear of the poly liner. X-rays analysis: x-ray images were not available for a clinical evaluation. With the only very few info provided, we cannot go back with certainty to the root cause of the event reported. No info about patient's activity level but it is reasonable to believe that the poly wear mostly derived from the in vivo use of the device (revision surgery occurred ten years after the primary surgery). By the analysis performed, this seems to be a case not product related. Pms data: we are aware of a total of 11 revisions of l1 liner due to wear on a total of 14537 l1 liners sold ww since 2002. This gives a specific revision rate of (B)(4). No corrective actions planned for this case. Limacorporate will keep monitored the market.

Event description:
Shoulder revision surgery performed on the (B)(6) 2018 due to poly wear of the l1 liner (code #1377.50.020 lot# 0403883) previously implanted in 2008. During revision surgery, the surgeon converted from smr anatomic to smr reverse and was happy with final stability. Event occurred in australia.

Manufacturer narrative:
We will proceed with further investigations and submit a final report once concluded.

Event description:
Revision surgery due to wear of the poly liner code 1377.50.020, lot# 0403883 performed on (B)(6) 2018. Previous surgery performed in 2008. During revision surgery surgeon converted to smr reverse. No other info available. Event happened in (B)(6).